Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the pump did not recover. The rep stated that they did not have the info on the time and date and would try to get it. The rep stated that the device was currently in use, with no more discrepancies to date. The physician was monitoring to make sure there were no more issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the pump did recover. The rep stated that they did not have the info on the time and date and would try to get it. The rep stated that the device was currently in use, with no more discrepancies to date. The physician was monitoring to make sure there were no more issues.

Manufacturer narrative:
B5 and h6 correction: corrected verbiage and updated coding to reflect medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported the physician read the pump today and reported a motor stall following an MRI and no restart, the pump down since july. The environmental, external or patient factors that may have led or contributed to the issue was noted as MRI. The pump was refilled and interrogated by the physician. The pump reservoir did match what was said to be in the pump. It was unknown if the issue was resolved at the time of the report.